Event description:
The balloon was approaching the lesion occlusion site. When inflated there was no resistance felt in the syringe, and the balloon didn't inflate. The catheter was removed. A replacement device was used and the operation was completed successfully. There was no injury reported to the patient. Note: it was originally reported that the balloon didn't inflate and was a non-functional device, however upon receipt of the device the balloon was observed to be ruptured. Due to the investigation findings this was updated to a reportable incident with a new awareness date of 18 april 2025.

Manufacturer narrative:
The device was received for investigation. It was originally reported the balloon would not inflate. However, we observed the balloon ruptured. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue CAPA 2024-007 has been opened to further investigate the issue. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.